Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt stimulation near the left shoulder. The patient was interrogated in the clinic and the same findings were concluded. The physician suspected an insulation breach of the atrial lead. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.